Event description:
Noise and t-wave oversensing is present on the OEM lead causing inappropriate device detection and charges. The device remains implanted.

Manufacturer narrative:
Upon receipt the returned ICD was interrogated, revealing the battery status eos. The device was implanted for 57 months and 56 charging cycles were recorded to the device memory. The memory content of the ICD was inspected. An analysis of the available iegms revealed the occurrence of noise in the atrial, right ventricular as well as the far-field channel. Therefore, a sensing test was performed with the result that the device sensed the attached heart signals free of noise. There was no indication of a device malfunction. Furthermore the inspection revealed that the eos status was triggered by the device one month after it was explanted, resulting from an automatic capacitor reformation most likely in a cold temperature environment. The ICD was subjected to an electrical analysis. The eos status was removed with a technical programmer and subsequent interrogation revealed the battery status eri. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the ICD proved to be fully functional during analysis. There was no indication of a material or manufacturing problem. The amount of charge taken from the battery was verified. The battery status eos was found to be anticipated. The eos status was triggered one month after the explant of the device most likely due to influences of a cold temperature environment.